Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl. Customer reported that the insulin pump did not turn on after changing the battery. Customer reported that they tried using the battery from flash light and it did not work. Customer was advised to monitor the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.